Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had noise and no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 fields should have been left blank, the establishment name should be olympus. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.